Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on posterior, white calcification, crease flat, and brown particles in shell. Leak test and microscopic analysis was performed which identified: a sharp opening on posterior, three punctured openings on posterior, and non-penetrating nick on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as an unidentified (tear) opening. - three punctured openings on posterior assessed as surgical damage like. Additional, changed, and/or corrected data: b6, e1, d9, g2, h3, h6.